Event description:
The customer reported that the knife blade advanced without issue to cut sealed tissue. However, the surgeon noticed that a small piece of the knife webbing was protruding from the hinge of the device. There was no pt injury.

Manufacturer narrative:
Covidien reference # : (B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.